Event description:
Event description guidant received that, upon interrogation, this implantable cardioverter defibrillator (ICD) was exhibiting a pg fault screen on the programmer. No magnet tones could be elicited. The patient has non-compliant with follow up visits, but at the last check one year ago, the device was fine and all measurements were normal.